Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for follow-up. Upon interrogation, the atrial lead exhibited loss of capture, high impedance and a sensing anomaly. Chest x-ray revealed that the lead had dislodged. The lead was capped and replaced. That patient was in good condition.